Manufacturer narrative:
The device was not returned for investigation, and a device history record review was unable to be conducted as the lot number for the device was not reported or able to be ascertained.

Event description:
A patient underwent coronary artery bypass graft (CABG) surgery via median sternotomy approach, with concomitant posterior wall encircling ablation using an olh device. During routing of the olh clamp from right to left, a cardiac puncture occurred near waterston¿s groove, adjacent to the right pulmonary veins. The patient's aorta was cross-clamped, and the injury was repaired with suture. Due to the injury, the surgeon elected to abort the concomitant ablation procedure. Postoperatively, hospitalization was prolonged as a result of this complication. There was no reported device malfunction, and the adverse event was the result of a procedural complication.